Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid right coronary artery that was heavily calcified, moderately tortuous and 75% stenosed. After rotablation and pre-dilatation, a 3.5x15mm xience skypoint stent was deployed. A 3.5x8mm nc trek neo was used for post-dilatation, but the balloon ruptured at 8 atmospheres. A non-abbott stent was used to complete the post-dilatation. There was no adverse patient effect. There was no report of clinically significant delay in the procedure. No additional information was provided.